Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(4) 2021. The reaction occurred the same day the sensor was inserted and was described as itching and a rash under the sensor pod only. The patient saw a physician on (B)(6) 2021, who prescribed hydroxyzine hcl 10mg for itching (prescription-only oral antihistamine), and triamcinolone acetonide cream (topical antibiotic). At the time of a follow up contact ten days after the doctor visit, he still had the reaction. The patient stated that he also has allergies to certain medicine and foods. No additional patient or event information is available.